Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received motor error alarm and clock monitor frequency error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that they changed the battery and then got a clock monitor frequency error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed self test, displacement test, rewind, and basic occlusion test. No unexpected alarm noted. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.